Event description:
Initial reporter indicated that the patient was having "passing out spells" in 2007. A holter monitor was ordered for evaluation. Diagnostic testing was within normal limits around the time of the reported event. The patient's therapy was lowered. The patient was seen again three months later and "the passing out spells had significantly decreased." The patient had two more episodes of "passing out" in 2007 and 9 months later. No further episodes have been reported. It is unknown, the relationship of the vns therapy to the patient's reported "passing out" spells. Good faith attempts have been made for additional information.